Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported when dr. (B)(6) was using thinflap screws for cranioplasty, one of the screws broke while implanting. The tip of the screws remain in the patient's bone. Other screws were implanted without issue. This was the first case dr. (B)(6) used the thinflap screws.